Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 04/28/2015-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2015 with the following findings: a review of the pump black box data indicated short battery life illustrated by a drastic voltage drop leading to a call service (cs177) warning. During testing, the ez-prime steps were performed correctly with no warnings or alerts occurring. Testing revealed that all current draws were above specifications. The pump¿s cover was removed and current draws returned to specification after unplugging the cgm flex from the printed circuit board. Evaluation revealed an intermittent connection found to the cgm module due to a failed cold solder connection.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).